Manufacturer narrative:
Findings: unit received with cracked and bleeding lcd glass. Unable to perform displacement test due to lcd physical damage. Cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Event description:
A customer's friend reported via phone call indicating physical damage on the customer's insulin pump after dropping the device. The patient's blood glucose level was 58 mg/dl at the time of the call. The caller was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The caller sent the product back for analysis. A replacement insulin pump was shipped to the customer.